Event description:
I started having pain in my right back/hip area with burning in my pelvic area. I thought I had hurt my back. At times it was so bad I couldn't walk. My neighbor has had to come and get me off of the floor. My muscles then started to spasm something terrible. I went to my pcp and he put me in anti-inflammatory and steroids. I was fine as long as I was on the medication but as soon as it was out of my system it was back. I started to gain weight like crazy. To be honest I felt pregnant and still do. My back pain is still horrible. The only thing I had done different in my life was have the essure device implanted.